Manufacturer narrative:
Correction field to a3b: gender. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture, which would cause the fiber to stop working, confirming the reported allegation. A distal circumferential fracture has the potential for forward firing. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was above the threshold for potential patient harm. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The device history record review confirmed that the device met manufacturer's specifications prior to distribution. The observed condition of the fiber is consistent with the fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including a distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage, therefore, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia, at 318478 joules, an error requesting to check the fiber connection was displayed, then, the fiber stopped working. Due to this, the procedure was completed using another device. There were no patient complications. The analysis of the returned fiber identified a distal circumferential fracture, potential for forward firing exist.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture, which would cause the fiber to stop working, confirming the reported allegation. A distal circumferential fracture has the potential for forward firing. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was above the threshold for potential patient harm. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The device history record review confirmed that the device met manufacturer's specifications prior to distribution. The observed condition of the fiber is consistent with the fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including a distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage, therefore, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia, at 318478 joules, an error requesting to check the fiber connection was displayed, then, the fiber stopped working. Due to this, the procedure was completed using another device. There were no patient complications. The analysis of the returned fiber identified a distal circumferential fracture, potential for forward firing exist.